Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was dead during a revision procedure. The physician decided to replace the ipg. The patient was doing well postoperatively. Explanted ipg was discarded..